Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: tuesday, (B)(4) inratio: 2.3. Patient self tester held coumadin dose due to scheduled oral surgery. Patient re-tested on friday using a different strip lot. Date: friday, (B)(4) inratio: 2.8, (B)(4) re-test: 1.3, (B)(4) re-test: 1.2. Tests were done one right after another using a different finger stick each time.

Manufacturer narrative:
Investigation pending.